Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 living with diabetes 9 pages 95,96, 119. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: low or high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Advised: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 46 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
Customer reported blood glucose reached 576 mg/dl after wearing pod between 4 and 24 hours. She was hospitalized and diagnosed with diabetic ketoacidosis (dka). The pod was removed and she was treated with insulin drip and IV fluids.